Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead had a high pacing impedance measurement. The lead was not used. And a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.